Event description:
It was reported to philips that the device had a problem with the tube anode, which may impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the device had a problem with the tube anode, which may impact imaging. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No further information regarding the issue. No service has been performed by philips since the quotation was expired. To date, no further information was received. The codes were updated based on the investigation outcome.